Event description:
On (B)(6) 2012 the patient contacted animas and reported that the keypad buttons required multiple presses to elicit a response. The patient denied trauma to the pump or damage to the keypad. No additional information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had normal spring back or click. The contrast keypad button responded normally. The ok, up arrow and down arrow keypad buttons demonstrated intermittent responsiveness. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.